Manufacturer narrative:
Only the replaced component was returned to the manufacturer for evaluation.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the technician observed physical damage to the flow sensor assembly and the sensor board. The flow sensor assembly and sensor board were replaced to address the issues. The flow sensor assembly and sensor board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the sensor board failing was due to the mt5 flow sensor being out of tolerance. The flow sensor assembly was confirmed to be physically damaged.